Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® buffered sodium citrate blood collection tube the lip of the tube was damaged and blood leaked from there.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for glass breakage with the incident lot was observed. Additionally, evaluation of the customer samples was performed and glass breakage was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for glass breakage with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and glass breakage was observed. Root cause description: based on the investigation, a root cause could not be determined.

Event description:
It was reported that during use of the bd vacutainer® buffered sodium citrate blood collection tube the lip of the tube was damaged and blood leaked from there.